Event description:
Baxter product surveillance contacted the care giver on (B)(6) 2012 regarding a check lines and bags alarm. The care giver reported receiving the alarm one other time on an unknown date. The care giver reported that ti was resolved by connecting a new cassette to the same bags which allowed therapy to continue. Proper procedures were reviewed with the care giver regarding reusing single-use supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No adverse effects were reported in relation to this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.